Event description:
It was reported that the ventilator generated alarm indicating o2 concentration being too low. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, the issue with o2 concentration was not reproduced. Device passed all performance and safety tests according to factory specification. The device was delivered to the user in working condition. Nozzle units were replaced as precaution. Evaluation of provided device logs confirmed occurrence of o2 concentration low alarm. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. There are two main reasons for this alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). As the cause of the alarm activation is unknown, the cause could not be determined.